Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited varying sensing and threshold measurements. Additionally, a decrease in pacing impedance measurements were observed. The lead was found to have pulled back. The pocket was reopened and the lead was successfully repositioned. The physician commented that the lead was not stable due to not getting the suture in good at implant. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.